Manufacturer narrative:
No complaint received with return of device. Final analysis found that the lead was returned in two pieces. An internal insulation abrasion at 3.6 cm to 4.9 cm form the distal tip. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.